Manufacturer narrative:
Retainer ring = black. Case type = ngp customer returned pump for alleged cosmetic damage located at the on the side and battery compartment found on (B)(6) 2022. Unable to perform self test and displacement test due to unresponsive up and okay button. Unresponsive up and okay button due to moisture damage to j1 connector on pcba 1. The p-cap/reservoir does lock properly. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection; however, moisture damage found on the j1 connector. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label fading, serial number label damaged, scratched case, keypad overlay texture damage, pillowing keypad overlay, and corroded battery tube. Confirmed intermittent response from up and okay button due to moisture damage to j1 connector on pcba 1. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment, battery tube threads, and case.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.